Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left cephalic vein. The 5.0 x 20/80 sterling over-the-wire balloon catheter was advanced to the lesion. Upon the first inflation, a pinhole rupture occurred at 6 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: the returned balloon catheter was received in a deflated state. The system was pressurized to locate the leak and the balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located approximately 1cm proximal to the distal edge of the distal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material or with the ro markers that could have contributed to the burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left cephalic vein. The 5.0 x 20/80 sterling over-the-wire balloon catheter was advanced to the lesion. Upon the first inflation, a pinhole rupture occurred at 6 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.